Event description:
It was reported that during use with a bd facs¿ lyse wash assistant the patient samples were over diluted. There was no report of patient impact. The following information was provided by the initial reporter: samples too diluted and washing solution on the bottom of the plate the samples were from real patients for clinical use. But they never use all the blood. They only use a small portion (about 200l from a tube of 3 ml) for the process. Analyses showed the washing wasn¿t done properly by our machine. So, they opened a service ticket. Anyway, they have re-analyzed the sample in another backup machine. And there was no impact.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facs lyse wash assistant part # 337146, serial # (B)(6) . Problem statement: customer reported a complaint that their samples are too diluted, which may lead to erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to the issue of lwa samples; date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer believed their samples were overdiluted on the lyse wash assistant (lwa) was due to several issues. The waste tank was being pressurized by a blocked filter cap, which can lead to performance instability and debris was found within the cell wash station. Dirt, debris or clogs in the fluidic system can also contribute to flow rate issues, especially within the sample line. The fse (field service engineer) confirmed the issues and replaced the waste filter cap, cleaned the cell wash station, as well as replaced critical parts of the cell wash. Those parts were 346098 - air tube for cell wash and 648478 - bal seal 4th stage. These parts were not requested for evaluation as they are not returnable and were discarded. After the repairs the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and the samples were reanalyzed on another instrument, which showed acceptable results. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4) install date: (B)(6) 2019 defective part number: 346098 - air tube for cell wash, 648478 - bal seal 4th stage work order notes: subject / reported: lwa samples too diluted. Problem description: samples too diluted and washing solution on the bottom of the plate. Work performed: test instrument on arrival with red colored tubes and a blood sample to quantity the offset. The customer measured the washed tube and had a deviation of 4% with a specification of max 10%. So this sample was washed properly and still in specification. Customer said that the issue is not always present, but often. Opened the cell wash station and replaced some crucial parts for washing. The waste tank was pressurized due to a blocked filter. Put a new cap from customer stock. This could lead to unstable performances . Finally, ran the same test with test blood on both lwa and analysed the washed tubes in the canto. All tubes were in specification and performance of both lwa instruments are equal. Cause: pressurized waste tank and dirty parts inside the cell wash station. Solution: put new filter cap on waste tank and clean cell wash station. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs lyse/wash assistant risk analysis was reviewed. No new hazard has been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/no hazard ID: 3.1.3 hazard: loss of sample. Cause: particles in cell wash spindle seal, sapphire spins and melts o-ring. Harmful effects: too many red blood cells. Risk control: 1. Tube engagement fault and vacuum fault test the condition of the spindle 2. Square sapphire seal cannot spin 3. Additional bal seal stays wetted. Implementation verification: eco1147e50487 effectiveness verification: cell wash mechanism investigation and test protocol systems level reliability test protocol and report probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazard: spindle shaft could wear excessively instead of melting o-ring mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause was due to a combination of a dirty cell wash station and a clogged waste filter cap. Conclusion: based on the investigation results, the root cause of the customer experiencing over diluted samples on from the lwa was due to a combination of a dirty cell wash station and a clogged waste filter cap. After the fse performed the repairs, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facs¿ lyse wash assistant the patient samples were over diluted. There was no report of patient impact. The following information was provided by the initial reporter: samples too diluted and washing solution on the bottom of the plate the samples were from real patients for clinical use. But they never use all the blood. They only use a small portion (about 200l from a tube of 3 ml) for the process. Analyses showed the washing wasn¿t done properly by our machine. So, they opened a service ticket. Anyway, they have re-analyzed the sample in another backup machine. And there was no impact.